Event description:
It was reported to medtronic minimed that the customer experienced unknown pump error. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was able to clear the alarm and pump rewind. The insulin pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested for return and customer has returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected pump error alarm noted during testing. Successfully downloaded history files and traces using thump software. However, pump error 53 alarm confirmed in the pump history due to moisture damage found in pcb and force sensor assembly. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and cracked case (battery tube). In summary, the pump passed functional testing. Pump error 53 confirmed. Exposed to moisture confirmed. Pump error 43 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.